Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a red tag indicating a channel error. Upon further inspection, it was found that the device displayed error code 240.4150, indicating pressure sensor failure. Both pressure sensors were replaced, and calibration was performed. Preventive maintenance was done using asm software and the device passed all tests. The pump was returned to service. There was no patient involvement. Although requested, no further information was made available to date.